Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported lost suction after refractive laser treatment had started on a patient's left eye. Another patient interface was used and the procedure was completed. No patient harm was reported.

Manufacturer narrative:
The logfile review for the day of treatment shows that the reported suction loss after laser fired could not be confirmed. The event related to the provided serial number of the patient interface occurred only before laser firing. It was caused by bad docking and most likely by a movement of the patient´s eye. No technical root cause was identified. The root cause is bad docking and most likely by movement of the patient´s eye. The manufacturer internal reference number is: (B)(4).